Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient developed a driveline infection following left ventricular assist device (lvad) implant on 14aug2024. The infection was described as being similar to "beads". A specimen was shipped to abbott for examination.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the unexpected material at the driveline exit site was unable to be conclusively determined through this evaluation. Additionally, a direct correlation between the event and the heartmate 3 left ventricular assist system (lvas), serial # (B)(6), could not be conclusively established. A globular sample of material was returned that was clear, sticky, and elastic. The returned material was found to be similar to recently returned samples from this account, taken at the driveline exit site, that were ultimately determined to be resin from a silicone-based pressure sensitive adhesive. A specific source of the returned material could not be conclusively determined through this evaluation. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient ultimately underwent a routine heart transplant on (B)(6) 2024. It was reported that heartmate 3 lvas, serial number (B)(6), will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. Section 8 of the IFU, ¿equipment storage and care,¿ contains information regarding how to clean and care for the driveline. This section states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook,rev. D, is currently available. Section 4 of the patient handbook, ¿living with the heartmate 3,¿ also contains information regarding how to clean and care for the driveline. This document also contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. 15 the current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.